Event description:
On 08/07/2019 we received a box of 3 dexcom g6 cgm sensors. Each one was inserted, paired and failed during the sensor warm up period. Reported each failure to dexcom and received a box of replacements. As of right now, 2 of the 3 in the replacement box have failed, 3rd is in process of pairing. A follow up will be filed if this one goes on to fail. From 08/07 through (B)(6), lack of cgm monitoring has resulted in his blood sugars being consistently higher than normal and ketones in urine tests. Consistent high blood sugars. FDA safety report ID # (B)(4).